Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient had difficulty and frequent charging the implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. Additional information was received that the patient also experienced extended charging time. The explanted device was not returned as it was disposed by the medical facility.

Event description:
It was reported that the patient had difficulty and frequent charging the implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. Additional information was received that the patient also experienced extended charging time. The explanted device was not returned as it was disposed by the medical facility.

Event description:
It was reported that the patient had difficulty and frequent charging the implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.